Event description:
The customer reported that an unspecified issue was noted with endoscope prior to procedure. The endoscope was replaced with similar device. There was no patient injury reported. The endoscope was returned to the regional repair center (rrc) for evaluation and the air/water nozzle was found to be clogged with foreign material existing the jet channel. This is considered to be a reportable malfunction.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device found the nozzle was clogged with foreign material. The foreign material remains due to insufficient reprocessing. The channel was damaged and insufficient air or water flow was noted. The el-connector unit was found to have a water leakage, corrosion and deformities. A leak was noted at the switch box unit and air/water cylinder. The jet-channel at the distal end of the scope was found perforated. The distal end cover was noted to be deformed. Buckles were noted on the scope¿s connecting tube and universal cord. Paint was noted to be peeling off the air /water nut and suction cylinder nut. The scope¿s angulation was checked and found to have too much play and stiffness on control. There was no scope image and a b30 ¿communication error¿ was observed. A chip was noted on the light guide rod lens and the charge-coupled device cover lens with fog after the warm/cold test. The cause of the physical damage to the scope cannot be determined at this time . An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add country croatia. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the air/water nozzle clogged with foreign material was due to insufficient reprocessing. It is likely the subject device was not precleaned immediately after the procedure which caused the foreign material to become difficult to remove and/or the subject device was not properly reprocessed at precleaning and/or manual cleaning and water flow was inadequate which caused the foreign material to become difficult to remove. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The following information is stated in the instructions for use regarding insufficient reprocessing: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding how to prevent clogging of the nozzle which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following information is stated in the instructions for use regarding reprocessing which may have prevented the event: ¿precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.